Event description:
According to the reporter, during a low anterior resection, the surgeon articulated the jaws with maximum angle, clamped the tissue, the status indicators were illuminated green, pushed the green firing mode button, the status indicators were flashed green, then pushed the blue button, however the device did not react . The surgeon said the tissue was not thick. Pushed the silver button ,however the device did not react at all and the jaws remained closing. The sales rep asked the nurse to insert the demonstration battery to the handle. The re-setting was successful and they could open the jaws ,turned them to the straight position and removed the device from the cavity. Replaced by an ultra handle and 2 units of reload, the procedure was completed. The surgical time was extended by less than 30 min. There was no patient injury.